Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) suspension in this pacemaker due to the atrial rate being too high. Review of the presenting electrogram (egm) noted appropriate device function, however, noted some farfield oversensing of r-waves on the atrial channel. The information was discussed with the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.